Event description:
It was reported that pump displayed malfunction code and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump under warranty, confirmed shipping details, advised that replacement would have updated software, and instructed customer on storage mode, returning malfunctioning pump within 10 days, and reprogramming pump settings and reconnecting continuous glucose monitor on replacement device.